Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan to report the onetouch ultramini meter was giving inaccurately erratic readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2013 at 1:00 pm the patient obtained the blood glucose readings of 82 mg/dl and 76 mg/dl on the reported meter within 20 minutes. Five minutes afterwards, the patient experienced the symptom of rapid heartbeat. The patient administered self-treatment by consuming food and/or a drink; he did not seek any medical attention. The patient manages his diabetes with oral medication, diet and exercise. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after obtaining normal blood glucose level readings on the reported meter, and received treatment with food. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.